Event description:
It was reported that during a ptca/stent procedure, following the successful implantation af 4 stents, an attempt was made to deploy an additional stent distal to the previously implanted stents. Resistance was encountered and the stent delivery system was removed from the guiding catheter contrary to the instructions for use (IFU). Upon removal, it was noted the stent was no longer on the delivery system. The stent was unable to be located visually and the patient remained asymptomatic. No retrievalattempts were made and as of this date the patient remained asymptomatic.